Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg,,1 tube had no label and 4 caps were discolored. Foreign matter outside of the tube was also reported on tube and embedded in the shield. Wrinkled tube labels was also reported. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-oct-2025. Investigation summary: bd received samples and photos for investigation. Among the 42 samples received, 13 were sent for further inspection. All samples were inspected for foreign material, embedded foreign material(fm) in the tube and shield, as well as incorrect or missing label information, including missing, wrinkled, or lifting labels. Additionally, the 13 samples underwent visual inspection for embedded foreign material in the tube, embedded foreign material in the shield, and foreign material in the tube and under the tube label. 6 samples were confirmed with embedded fm in the tube, one sample with embedded fm in the shield, and 6 samples with fm in the tube and under the tube label. The 11 photos were evaluated and demonstrate the customer¿s indicated failure modes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown, incorrect/missing label information and molding defect (embedded fm in tube and shield) no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg,,1 tube had no label and 4 caps were discolored. Foreign matter outside of the tube was also reported on tube and embedded in the shield. Wrinkled tube labels was also reported. There was no health impact or consequences reported.